Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) indicating that the patient's parents made an appointment to see their doctor and it was suggested to get a chest x-ray to determine the position of the ins. After they did an x-ray, it was confirmed the ins is flipped and facing the wrong way. Caller doesn't believe the ins has been discharged long enough to be in overdischarge. Surgery was performed to correct the position on (B)(6) 2018. Upon dissection, the ins was found secured in place in the pocket, with one suture intact and not twisted. The surgeon removed the ins, flipped it over, and re-positioned it in the pocket with the label facing superficially/anterior. They draped the recharger in a sterile bag and checked, we saw 8 coupling bars. The surgeon then secured the ins in the pocket with 2 sutures and closed the incision. The patient was put on his recharger immediately post-op. His system was turned back on when it reached the 25-50% battery capacity on the charger, about an hour post-op. The rep stated that the likely cause is that it was implanted in a flipped position as the suture was intact and not twisted. The flipped ins and poor coupling is resolved. Patient impact was that he required surgery to correct the ins position and the outcome is a normally functioning rechargeable system. This information has been confirmed by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient was unable to get more than 2 coupling bars. Patient was programmed yesterday for the first time. Pocket issues include a possible flip of the device. Caller says they felt the ins which was superficial and also able to feel head block. Caller believes he feels the extensions which appear to be coming out of the wrong side. An x-ray was recommended. No symptoms were reported. No further complications were reported or anticipated with this event.